Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a clearlink continu-flo solution set was "stuck" and would not connect to an unspecified catheter. This event occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection on the returned sample revealed the reported condition. Smart scope inspection was performed on the male luer and traces of solvent was observed in the component. The cause of the condition was due to assembly during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.